Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site state). Perfusionist reported that they had this issue over night and utilized the help screen, pressed iabp fill, start, and this resumed therapy. Her concern today is that the alarm continues to go off and would like to know what is causing it. Perfusionist reported that the alarm has been going off about every two hours. She said that she switched out the console and it is still occurring. She verified there was no blood in the helium tubing, all connections were appropriate and secure and that she and the other staff check these each time the alarm sounds. Esp personal and perfusionist went over different patient factors that could cause the alarm to trigger. The patient is alert and oriented, has been up, moving about in the bed and talking. Esp personal explained the nature of the alarm and what typically causes it. Esp personal reviewed that it could potentially be a rise in intrathoracic pressure due to the above clinical considerations but encouraged her to call if the alarm goes off multiple times in an hour so that they could troubleshoot together. Esp personal also encouraged her to call when they came off pump if she had any questions. Perfusionist mentioned that her hospital was very nervous due to the current field action letter and said that they were considering switching over to arrow products.

Event description:
Na.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first is (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.